Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarm 19s during pumping using multiple cartridges. The customer's blood glucose (bg) level ranged from 221 to 262 mg/dl. A bolus via the pump was delivered to address the bg level. As the customer was able to successfully load a cartridge, the pump was to be continued to be used to manage diabetes.